Manufacturer narrative:
Evaluation summary: the scope must returned to the service for inspection and repair correction information d9: device available for evaluation g6: follow up #1 h2: type of follow up h3: device evaluated h6: coding changed based on the investigation result.

Event description:
Animal demonstration device sent by pentax europe. When tested on two different processors, there was no image. Error message "check endoscope connection" (number #12). This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090.